Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A 3i t3® non-platform switched tapered implant 3.25 x 10mm (item # bost3210) was returned for investigation. Visual inspection of the returned product identified no visible evidence of significant wear, damage or deformation. Functional testing was performed for the returned implant and found that it engaged/disengaged with a compatible in-house testing driver. The unknown biomet driver was not returned for investigation. However, it is reported to be working fine and have been used in procedures following the reported event. Therefore, it is determined that the driver did not malfunction. Pictures or x-ray images were not provided. A device history review was performed for the associated implant (bost3210) and lot # 2019031049) and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. No device lot number was provided for the unknown driver so a device history record review and a complaint history review could not be performed. Complainant reported that during the procedure doctor took the implant with the driver and it fell down in patient´s mouth. The associated implant was returned but the driver continues to be in use. The reported complaint is unconfirmed through functional testing of the returned product and available evidence. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report . G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H6: evaluation codes . H10: additional narrative. The following sections have been corrected: d11: concomitant medical product.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Lot number unknown / not provided. First/given name and email address unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that during the surgery, the implant disengaged from the driver and fell down. Doctor confirmed they finished the procedure using the same driver with other implant. Driver is working fine.